Event description:
Same case as: 2134265-2015-02307 and 2134265-2015-02241. It was reported that automatic pullback failure occurred. The target lesion was located in the moderately tortuous and mildly calcified middle of the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During the automatic pullback at pre intravascular ultrasound (ivus), it was noted that disconnection occurred and automatic pullback stopped. Manual pullback was then performed;however, the same issue occurred several times. When the physician held the recognition part by hand, the issue did not occur. The procedure was completed with this device. No patient complications were reported. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).